Event description:
The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery, due to the electrode array not correctly inserted into the cochlea.

Manufacturer narrative:
This type of event is addressed in the device labeling.